Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one sample was received for evaluation. Visual inspection found no discrepancies. Functional testing was able to confirm the reported problem. Root cause was not established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reoprted the device exhibited an occlusion alarm. The event occurred while in use and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.